Event description:
It was reported that one of cadd cassette 100ml w/flowstop alarmed no disposable on both pumps, changing over to new cassette resolved alarm.resvol 63 ml, pump rate 50 ml/24h. No adverse patient effects were reported.